Manufacturer narrative:
Cloud data from the user for the period of 01may2024-24may2024 was downloaded and reviewed. Review of the cloud data found that the system was only used in manual mode during this period with no sensor information entered into the omnipod 5 application. During this period, the system was being used with a manual basal program of 0.7 u per hour for 24 hours and the patient history buffer (phb) data confirmed that the system was correctly delivering this rate, as the total pulses delivered count tracked by the pod increased correctly as basal insulin was delivered. It could not be conclusively determined if this basal program was incorrectly or unintentionally setup by the user. The exact cause of the reported incorrect basal program settings could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type:

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 13 mg/dl while wearing a pod. The patient reports their basal rates were too strong and they had been delivered too much insulin an hour. The patient was in the hospital due to an unrelated brain bleed at the time of receiving low blood glucose readings, treatment information is not available. It was not reported if the hypoglycemia event after a pod was placed prolonged the hospitalization. The patient was in the hospital from (B)(6) 2024- (B)(6) 2024.